Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, upon interrogation noise was noted on the right atrial lead. The noise could be reproducible with isometrics. No intervention had been performed. The patient had not experience any adverse events.